Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7116291/7116342.

Event description:
It was reported that the patient developed an infection at the surgical incision sites. The patient was placed on antibiotics.